Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined. The subsequent treatment and foot remaining in the patient anatomy appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. Medwatch report #mw5098832.

Event description:
User facility medwatch report received that states "during procedure, when perclose proglide was removed from vessel, it was noted that a footplate was missing from the device.".